Event description:
Per the clinic, the patient experienced no sound to the internal device due to migration of the electrode array (date not reported). Additional information has been requested but it has not been made available as of the date of this report. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2025 and the patient was reimplanted with a new cochlear device during the same surgery.